Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro and rotawire was selected for use. During the procedure, it was noted the rotawire could not be removed after dynaglide ablation. It was believed that the rotawire was kinked. The rotapro burr became stuck with the rotawire. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 1.50mm rotapro and rotawire was selected for use. During the procedure, it was noted the rotawire could not be removed after dynaglide ablation. It was believed that the rotawire was kinked. The rotapro burr became stuck with the rotawire. The rotapro burr was removed outside the patient together with the rotawire. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the handshake connection was bent. During analysis, the test rotawire was able to be fully inserted through the burr catheter; however, advancement into the advancer body was met with resistance due to the kinked handshake connection.